Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported (japan) lead diagnostics showed invalid impedance on seven contacts. The pt reported experiencing a shocking sensation or loss of stimulation. X-rays have been ordered.